Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's left ventricular (lv) lead exhibited loss of capture due to lead dislodgement as confirmed via fluoroscopy imaging. The lv lead was explanted and replaced. The patient was in stable condition.